Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The patient was noted to have raised their arm at the time of the episode. Noise was able to be reproduced with patient isometrics and was felt to be muscle noise. The primary sensing vector was reprogrammed. Subsequent information was received that based on the patient lifestyle and vigorous activity level, the physician felt the patient was at risk for future inappropriate shock therapy. Surgical intervention was undertaken. The s-ICD and this electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise that resulted in delivery of an inappropriate shock. The patient was noted to have raised their arm at the time of the episode. Noise was able to be reproduced with patient isometrics and was felt to be muscle noise. The primary sensing vector was reprogrammed. Subsequent information was received that based on the patient lifestyle and vigorous activity level, the physician felt the patient was at risk for future inappropriate shock therapy. Surgical intervention was undertaken. The s-ICD and this electrode were explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) system. No additional adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.